Manufacturer narrative:
The lead was surgically abandoned and was not returned for evaluation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient has complete heart block, cardiomyopathy and is pacemaker dependent. The system has been exhibiting pacing impedance measurements less than 200 ohms on the right ventricular (rv) channel with elevated threshold measurements and no capture despite maximum device outputs. Additionally, shock impedance measurements have been in the lower range between 64 ohms and 89 ohms. The physician suspects lead insulation damage. A revision procedure was performed and this lead and the associated device were removed from service and replaced. No additional adverse patient effects were reported.